Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage was noted. The 90% stenosed lesion being treated was located in the severely calcified and tortuous distal left circumflex. The 2.50x20mm taxus liberte drug eluting stent was unable to cross the lesion. Upon removing the device from the patient, the physician found the stent edge flared. The procedure was completed with another of the same device. There were no patient complications and the patient condition was listed as "good".

Manufacturer narrative:
(B)(6). As the unit has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context, as device performance was limited due to anatomical/ procedural factors. (B)(4).